Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus 20 x 2.50 mm stent delivery system (sds) was returned for analysis. Stent returned damaged and separated from delivery system. The balloon was reviewed there was no stent on the balloon. The balloon wings were wrapped and folded and did not appear to have been subjected to positive pressure. Slight bunching (rippled effect) was noted at the proximal balloon cone. Visual and tactile examination of the shaft polymer extrusion found multiple sites of bunching along the inner and outer shaft polymer extrusion. The device was returned for analysis with a product mandrel in the wire lumen which could not be removed. The bunching of the inner shaft polymer extrusion appeared to be the cause of the mandrel being stuck in the wire lumen. Visual and tactile examination of the hypotube found a raised circumferential section of hypotube heating/coating from 1.5 to 2mm distal to the distal end of the strain relief. The outer diameter (od) of the raised section of the hypotube coating was 0.0425". The od of the undamaged section of hypotube was 0.0305". Three raised sections of flash also noted within and at the distal end of the strain relief. A 1.5mm long section of flash was noted between the circumferential raised hypotube coating and the distal end of the strain relief. Two other sections of flash approximately 0.5mm in length each were noted within the spirals of the hypotube. The flash was not visible by eye when the device was held at 12 to 18" away. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04 mar 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, target lesion >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left circumflex. A 2.50x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated, stent damage and coating peeled/sheared.